Event description:
Patient was in ICU for acute respiratory failure, has been trached and pegged, wound to buttock. Dignishield was leaking large amount of stool. Procedure is to irrigate with water when tube leaks. When rn attempted to irrigate it was noted the irrigation port was broken off/missing. Dignishield was exchanged. When repositioning patient after the exchange (using multiple nurses) and the new dignishield's irrigation port came off. Different lot #'s.